Event description:
Customer reported poor image quality and the system displayed an error code and a request to reboot the system. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the power supply. System operates as intended.